Event description:
A customer reported receiving a reading on their precision xtra meter that was lower when compared to a hcp meter reading of unknown brand. The customer received a reading of 81 mg/dl on (B)(6) 2011 and indicated that a medical event occurred on (B)(6) 2011. The customer was reportedly seen by a doctor and given 1000 mg glucophage, which was a change to their normal medications. The customer also reported taking "magnesium granule" in an attempt to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed.